Manufacturer narrative:
The explanted portion of this product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited multiple episodes of noise and oversensing resulting in pacing inhibition. There were no instances of asystole or inappropriate shock noted and manipulation testing on the lead and device pocket did not reproduce the observed noise. Suspecting insulation damage due to device on lead interaction, a revision procedure was performed wherein the lead was cut and partially explanted with the remainder capped and surgically abandoned within the patient. The physician elected to also replace the device due to their choice in replacement lead. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted only the proximal lead segment was returned severed 120mm from the terminal pin. Partial/surface abrasion was observed approximately 102-112mm from the terminal pin; the abrasion was only observed on the sleeve and did not go through the trilumen insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Detailed analysis determined the type of insulation abrasion observed was consistent with lead on device interaction though it would have had no effect on lead performance. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.